Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for fecal incontinence. The trial began (B)(6) 2021. It was reported that the patient was currently hospitalized due to developing diarrhea and accidents the morning of the report. The patient stated that the device stopped working and they were not sure why all of a sudden they had severe diarrhea. The issue was not resolved at the time of the report. Additional information was received from the patient. They reported that they had some itchiness at their incision site.